Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced ineffective stimulation and x-rays indicated the lead was fractured. In turn, surgical intervention took place wherein the lead was explanted. The physician was unable to implant a replacement lead due to scar tissue. Effective therapy was restored.